Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital's biomed tech reported that during the routine transplant procedure, the surgeon found a clot in the outflow graft at the time the pump was explanted. The pt was reportedly not symptomatic. A post-transplant eval of the explanted pump was requested by the hospital.

Manufacturer narrative:
The pt was successfully transplanted without issue. The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.